Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced electromagnetic interference (emi) causing atrial noise oversensing in the atrial fibrillation (af) episodes. The ICD remains in use. No patient complications have been reported as a result of this event.